Event description:
It was reported that the atrial lead exhibited noise. No intervention was performed. The patient was in good medical condition and would be monitored.

Event description:
New information reported that during follow-up on 3/3/2016, noise was observed on the atrial lead. Automated mode switch episodes occurred as a result. No patient symptoms were reported. No changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.